Manufacturer narrative:
Block b3: exact date unknown, event occurred between 24sep2019 and 25sep2024.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and return of their dystonia. Attempts to reprogram the dbs were made however were unsuccessful. It was noted there was no lead migration or trauma that may have contributed per the physicians assessment. The patient underwent a procedure where the dbs lead was removed, and a new lead was placed in a more optimal location. Physical analysis of the dbs lead was not performed as it was disposed by the facility. The patient did well post-operatively.